Manufacturer narrative:
Continuation of d10: product ID evolutfx-34 (serial: (B)(6); product type: 0195-heart valves; implant date (B)(6) 2025. Product ID l-evolutfx-34 (lot: 0012367906); product type: 0195-heart valves; implant date ; explant date product ID {d-evolutfx-34}; product lot/serial number (B)(6); product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve, when the guidewire was raised from the right h and in order to pass through the pigtail catheter, it was mistakenly inserted into the branch of the brachial artery resulting in vascular damage. The affected blood vessel was the right brachial artery. Bleeding was controlled using a band while the devices were withdrawn from the patient. It was decided that, if hemostasis was not achieved after 3 hours of observation, an embolization with the coil would be performed.

Manufacturer narrative:
Additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803. Corrected data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the vascular injury was treated with compression and coil embolization. Per the physician, the delivery catheter system (dcs) did not contribute to the vascular injury, and the non-medtronic straight guidewire caused the vascular injury.